Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a bhr construct had been implanted on (B)(6) 2008 in the patient¿s left hip, the plaintiff experienced complications related to the bhr system. The complications suffered by the patient were not specified. A revision surgery was performed on (B)(6) 2018 to treat these adverse events. The patient outcome is unknown.

Event description:
*Au legal mdl* it was reported that, after a bhr construct had been implanted on (B)(6) 2008, the plaintiff experienced complications related to the bhr system. The complications suffered by the patient were not specified. A revision surgery was performed on (B)(6) 2018 to treat these adverse events. It is unknown which hip was affected (left or right). The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that revision surgery was performed on the patients left hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaints were noticed to be relating to this head and cup. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review could not be performed due to insufficient information relating to the incident, if this information becomes available at a later time, the task will be reopened and completed. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (unspecified complications) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective action is not indicated.